Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the interface and new patients were not showing at the pyxis consoles. A technical support specialist (tss) reported that the production carefusion coordination engine (cce) services were accidentally stopped during testing by the software engineer (se). The tss started the cce services on the production cce and verified that messaging was current. After that, the tss dialed into the server and ran the ¿server downtime¿ query, confirming that communication between the cce and es server was up and running fine. The tss then checked the ¿sync information¿ and verified that the stations were communicating properly with the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the new admitted patients were not showing in ER pyxis console and ns2 pyxis console. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.